Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2016. Patient reinstalled the application. Pairing between the transmitter and smart phone was successful. At the time of contact, no injury or medical intervention was reported.